Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, device showed longevity of <3 months remaining. Subsequent interrogations showed 'data not read'. Physician was unable to interrogate the device successfully. It was discussed that the device initial estimate of <3 months was expected to be accurate and the device is nearing eri. Patient will be scheduled for device replacement. Patient was asymptomatic.